Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017: device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was examined and confirmed to be clear, legible and fully operational. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.